Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Olympus (B)(4) checked the subject device and found that the front panel was malfunctioned and the inside of the subject device was very dusty. Also non-olympus examination lamp was installed incorrectly. Furthermore the light source cable was old design. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the subject device could not output the light sporadically. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed 12 years and 10 months since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the malfunction of the front panel due to the aging degradation.